Manufacturer narrative:
(510k): device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, during incoming goods inspection, it was identified that one (1) splined shaft, one (1) sleeve for segment transport, one (1) standard clamp, one (1) base plate for t-assembly, one (1) angled piece for t-assembly and two (2) sleeves did not fit properly. Functional issue was in assembled state. Parts were not moveable and were jamming. There was no patient involvement. This report is for one (1) splined-shaft.this is report 1 of 7 for complaint (B)(4).

Manufacturer narrative:
Device history records review was completed for part: 392.941, lot: l639530. Manufacturing location: (B)(4), release to warehouse date: dec 06, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Several parts of a mefisto® external fixation system were returned for investigation as the parts were found to be jamming. Instruments were checked for conformance to the specifications. The shipped back instrument 392.941 ¿splined-shaft-thread f/segm-transp l300¿ with lot number l639530 is in a good condition. No damage or significant marks on the thread or surface. Since it is possible to reproduce the described complaint with all parts shipped, a functional test was carried out in accordance with the technique guide. By reproduced the functional test with the other shipped back sleeve 392.927 with lot number l639583, it was found that the transport of the two-pieces sleeves are jamming in the middle distance of the ¿splined-shaft-thread f/segm-transp l300¿ 392.941 with lot number l639530. An additional dimensional inspection of the possible causal features for the jamming causes was carried out. It was determined that at the position, where the sleeve 392.927 with lot number l639583 became jammed, the one here investigated instrument 392.941 is above the permitted specification limit. One of the expected/ target dimension of the drawing is 3.5f7 which has a range of 3.490mm until 3.478mm. However, the determined measurement is until 0.015mm above the permitted specification limit. This caused the instrument to jam. A manufacturing issue is assumed. Therefore, relevant actions have been initiated to address this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.